Manufacturer narrative:
This supplemental report is being submitted to provide the investigation result. The subject device has been returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, it was confirmed that there was severe damage in the insertion unit. It was also confirmed that there were scratches and chips in the glue of the bending rubber. The exact cause of the damage in the insertion unit could not be conclusively determined, but it might be caused by the stress to the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) and it is under evaluation. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
During an endoscopy for the nasal cavity of a patient using the subject device, the user facility reportedly found black materials like soot in the patient¿s cavity. After the procedure, the user investigated the subject device and found that the bending rubber was torn. The user reported that a part of the subject device possibly fell off into the nasal cavity.